Event description:
It was reported that there was an issue with the right eye on the surgeon console. Prior to the call, the caller had tried replacing the blue fiber cable, replacing the grey cable, and wiggling the cable, but the issue had remained. The caller had observed red static in the right eye during console power on and again when a camera was connected. The caller had then replaced the surgeon console, which had resolved the issue. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive the hrsv to perform failure analysis (fa). Fa was able to reproduce the reported complaint via system logs. Upon visual inspection, no issue was found that would relate to the complaint. The unit was then installed onto the golden system. Upon powering up the system, there were red lines that appeared. Successfully replicated the complaint. The probable root cause is attributed to an electronic defect in the hrsv monitor.